Manufacturer narrative:
The device was received by the resmed technical service center in bremen, germany and an evaluation was performed. The evaluation determined that the single occurrence of system fault 74 was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it displayed a system fault (sf 74) indicating a software task error occurred. The device was not in use when the fault occurred, therefore, there was no patient involvement.